Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of over 400 mg/dl. Customer¿s blood glucose level was 406 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported event. Customer treated their hyperglycemia with bolus. Customer declined to troubleshooting for their high blood glucose. Customer removed the cannula and noticed cannula was straight, there was a hole at the tip of the cannula that causes the leaks. The hole causes the insulin not to be delivered properly. Based on customer report customer did allege insulin pump was under delivering because there was leak at infusion set. The insulin pump will not be returned for analysis.